Event description:
It was reported that on (B)(6) 2013, as surgeon was completing a trochanteric fixation nail procedure, the surgeon was trying to remove the coupling screw from the helical blade. The surgeon turned the head of the coupling screw, and it would not back out of the helical blade. The weld point of the coupling screw head and shaft appeared disengaged. The surgeon used pliers to remove the coupling screw from the blade. This added an extra two minutes to the procedure. Surgeon completed the procedure without any further problems. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis a review of the DHR indicates there were two mrrs. Mrr 53463 for: marks on 2 parts; 1 part with faded etch; 6 parts with stains on knurl; 5 parts with dirt in knurls. The 5 parts with dirt in knurls were scrapped. All other nonconforming parts were reworked, inspected and passed. Mrr 53420 for one part out of 13 does not accept 3.3 gage pin: 37 parts were checked out of 50 and the lot was accepted. 4 parts were scrapped and 46 parts accepted even though only 34 passed the inspection. As a result the 12 parts which were not inspected are suspect. All other records indicate the product was manufactured to specifications. The helical blade coupling screw was received in two pieces and was broken where the knob and shaft intersect. The threaded shaft which mates with the knob is still attached to the shaft. The shaft connection is no longer welded into the knob. There are numerous dents on the top and edges of the knob. The distal most 5 threads on the distal end are severely discolored but still intact and a known good helical blade was successfully attached to the coupling screw during this evaluation. There are several minor surface scrapes and scuffs on the shaft that are consistent with field use. A piece of yellow tape exists on the knurled portion of the knob which is not a result of the manufacturing process. The trochanteric fixation nail design risk assessment version d adequately assesses the risk associated with the complaint condition of head of coupling screw detaching from the shaft as less severe with a severity of harm of moderate 3 and probability of occurrence of unlikely 2. A review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique guide, could result in loading conditions that may lead to breakage. The returned device was manufactured in september 2004 and is over 8 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records for this lot has been requested.